Event description:
The facility reported a flo-gard infusion pump with a failure code f94; this condition had the potential to interrupt delivery. It is unknown when this condition occurred. The hospital representative did not have any information on patient involvement, patient injury or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4) the customer?s reported condition of a flo-gard infusion pump with an f94 alarm was confirmed and reproduced during evaluation. The cause of this condition is due to incorrect configuration settings. The device configuration option settings and the date and time were reset per the service manual to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.